Event description:
It was reported that the speed was high. The 80-90% stenosed and calcified target lesion was located in the mildly tortuous right coronary artery (rca). A 1.50mm rotapro was selected for use. The device was prepared and platformed at a speed of 160,000 rotations per minute (rpm). The device was advanced into the rca proximal to the lesion. The device was activated and 220,000 rpm was observed with a low pitch noise. Troubleshooting was performed of disconnecting from the console, turning the console back on, and reconnecting. The speed was still over 200,000 rpm. A new 1.50mm rotapro was used to successfully complete the procedure. There were no patient complications and the patient was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device eval by manufacturer: the returned complaint device consisted of a rotapro catheter. The handshake connection, sheath, coil, burr, and annulus were microscopically and visually examined. Visual examination revealed no damages. Microscopic examination revealed damage to the annulus. The device was functionally tested, and it was able to reach optimum speeds. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported event since the device functioned as intended when tested.

Manufacturer narrative:
Age at time of event: (B)(6) years or older.

Event description:
It was reported that the speed was high. The 80-90% stenosed and calcified target lesion was located in the mildly tortuous right coronary artery (rca). A 1.50mm rotapro was selected for use. The device was prepared and platformed at a speed of 160,000 rotations per minute (rpm). The device was advanced into the rca proximal to the lesion. The device was activated and 220,000 rpm was observed with a low pitch noise. Troubleshooting was performed of disconnecting from the console, turning the console back on, and reconnecting. The speed was still over 200,000 rpm. A new 1.50mm rotapro was used to successfully complete the procedure. There were no patient complications and the patient was stable.